Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of a groshong nxt clearvue catheter was returned for evaluation. An initial visual observation of the video showed a groshong nxt clearvue catheter inserted in a patient¿s arm with a leak in the catheter tubing. Drops of blood residue were observed to slowly leak from the catheter tubing. The leak was observed to be located directly distal to the distal tip of the distal connector piece. Due to the quality of the returned video, details of the damage at the leak site could not be discerned. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that after performing a PICC puncture and successfully placing the tubing, a sand-like particle was discovered upon connecting the compression sleeve. No further details provided.